Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) has been found experiencing 10 occurrences of discolored packaging before use. The following has been provided by the initial reporter: received nexiva with discoloured and damaged packaging.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 50 samples inside sealed packages. In addition, four photographs were also submitted which displayed similarities to that of the returned units. Upon visual inspection of the returned units, the packaging displayed major damage including warping, tears, discoloration, and incomplete seal. This type of defect occurs when plastic melts. External conditions such as exposure to heat during transit or handling can cause this defect. Although the reported issue was confirmed, bd was unable to provide a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) has been found experiencing 10 occurrences of discolored packaging before use. The following has been provided by the initial reporter: received nexiva with discoloured and damaged packaging.